Event description:
Parent called out and stated total parenatel nutrition (tpn) became disconnected. Upon assessment by rn, it was noted that tubing at tpn filter became unscrewed from IV tubing and blood backed into filter. Investigation showed tpn was hung at 2100 and double checked by second rn as per policy. New tubing hung.